Event description:
A hospital in (B)(6) reported that the heater wire could not be connected to the inspiratory limb of three rt340 adult dual heated evaqua breathing circuits. This was reported prior to patient use.

Manufacturer narrative:
(B)(6). The rt340 adult dual-heated evaqua breathing circuit is not sold in the USA but it is similar to a product sold in the USA. The 510(k) for that product is k983112. The complaint devices are not expected to be returned to the manufacturer. Attempt to obtain photographs was unsuccessful. The hospital has reported that the complaint devices have been discarded. Without the complaint devices, detailed information or photographs we are unable to determine what may have caused the problem observed by the customer.